Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this product was part of a system revision due to infection. This product was explanted. There were no additional adverse effects reported.